Event description:
It was reported that allegedly the user has experienced temperature overshoot while using the device. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that allegedly the user has experienced temperature overshoot while using the device. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Data from the device was reviewed and it was identified that the patient temperature had deviated more than a degree for more than 30 minutes. It was identified that this may have been attributed to the probe being disconnected and then reconnected and then when reconnected it may have been placed in a position where it was touching the cooling blanket which caused the temperature to read low. This feedback was provided to the user facility. The user facility was not able to recall what the code was on the device when this issue occurred.

Event description:
It was reported that allegedly the user has experienced temperature overshoot while using the device. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.